Event description:
It was reported that the external pulse generator experienced a self-test-failure upon power-up and generated an error message. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Self test error displayed upon power up. Main printed circuit board is corroded. Lcd (liquid crystal display) is corroded and missing pixels. Keyboard is scratched. Battery contacts are compressed. Both bail covers are broken. Upper and lower cases are corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.